Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. Similar reports have been received for the reported problem. A batch review was conducted and there were no deviations found during the manufacture of this lot. If additional information or samples become available, a follow-up report will be submitted.

Event description:
A customer reported to baxter (B)(4) of an administration set that was difficult to disconnect during an infusion. According to the reporter, at the end of the administration, it is impossible to disconnect the luer lock because the male luer blocked in the catheter and the nurses had to use a gripper to disconnect it. There was no patient injury reported. No additional information is available.